Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while outside playing, with onset characterized by a headache; no device-specific problem or component could be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with medication required. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no specific device problem or component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.